Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 on the main station row b was not detected on the bus and could not be recovered. A field service engineer (fse) powered down the station and reset all connections on the back of the drawer and to each tray. The fse also removed all components to clean out dust and debris, preventing any connectivity issues. Afterward, the fse reassembled all components and powered the station back on to test it in the user application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer 3.2 on the main station row b was not detected on the bus. The customer stated that there was a delay and the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.